Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer "felt" that the pump miscalculated a bolus. Customer entered 60 grams of carbohydrates and pump advised 3 units for the bolus. Customer indicated the bolus should have only been 1 unit. Customer¿s blood glucose level was 174 mg/dl. Customer reverted to using an alternate method of insulin therapy.